Manufacturer narrative:
The facilities engineer replaced the coiled cable to repair the bed.

Event description:
Information received indicates bare wiring was exposed, due to the left head caster wearing a hole in the coiled cable.